Event description:
Reporter alleged obtaining a discrepant patient blood glucose result of 131mg/dl on advantage system 1 compared to a value of lo (less than 10 mg/dl) on advantage system 2 when testing was performed within 10-15 minutes of each other. Reporter stated he was not certain whether the patient was experiencing hypoglycemic or hyperglycemic symptoms during the time of the testing. Reporter indicated the patient was treated for hypoglycemia with 25 grams of d-50 as result of the value obtained on advantage system 2 before being transported to a local hospital. No other information was provided on the event. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in advantage system 1. Reference medwatch report with patient for the suspect device in advantage system 2.